Event description:
Overdelivery reported. The pump was set to infuse dilaudid in a 0.2mg/ml concentration with a 0.1mg pca dose. Complete device settings were not available. It was reported that the pt received a 1 mg pca dose. It was not known if this was due to a pump programming error or to a pharmacy mixture error. The pt became "obtunded" and required close observation in the post anesthesia care unit for over an hour longer than usual. The pt did not require medical intervention. The effects of the dilaudid were allowed to wear off over time and the pt was then transferred to a regular nursing unit. The pt did not experience any adverse sequelae. The pump medication vial was switched out and the pain therapy restarted after the pt symptoms wore off. No additional info was available.